Event description:
The customer reported the generation of erroneous ion selective electrode (ise) patient results on their au680 clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.

Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au680 chemistry analyzer and observed bubbles and particles in the buffer syringe. The fse identified the failure mode as defective buffer valves. The fse replaced the buffer valves to resolve the issue. Section a2, a4 and a5: information not provided by customer. The beckman coulter internal identifier is (B)(4).